Event description:
Customer reported "wrong results" in position c2 (one of 30 pump positions on the instrument) in that the standards were outside of the range and much lower than the standard run on position c1. In addition, occasionally position c1 was low and outside of the range. The next morning field service was contacted and went to the site at which time the pump was replaced and the instrument was placed back in service. Customer reviewed records and identified suspect assays that had been run between the last preventative maintenance on 12/17/00 and 1/25/01. If pt samples were available they were retested. If they were not available pts were contacted via consultants and gp's and advised to return for repeat testing. The results of the retests were as follows: hiv 20/30 retested. All - originally, all - on repeat. Hepatitis b antigen 10/31 retested. All - originally, all - on repeat. Hepatitis b antibody 13/32 retested, all - originally, 10+ on repeat 3 - on repeat. Hepatitis w/rubella (screening), 27/30, all - originally, all - on repeat. Hepatitis b marker, 1/6 retested, all - originally, all - on retest. Rubella, 41/64 retested, all - originally, 37 + on retest, 4 - on retest. Varicella zoster, 0/3 retested. Cmv, 1/2 retested, - originally, - on retest. Hepatitis a, 3/3 retested, all - originall, all - on retest.